Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum resection procedure, the device did not cut; the surgeon changed the reload and the same problem occurred. The procedure was completed by creating an anastomosis. No adverse pt consequence was reported.